Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis and dehydration, with a blood glucose of 504 mg/dl. The customer stated that he had received a no delivery alarm prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer did not have a tubing clamp for the high pressure test. The customer stated that he would be changing the infusion set. Advised the customer that a tubing clamp would be shipped to him. Nothing further was reported.